Event description:
It was reported that during a procedure stent damage occurred. When the physician removed the protective cover of the stent, resistance was met between the balloon catheter and the stent. The stent showed deformity in the medial and proximal mesh of the endoprosthesis. It was further reported that the device was not used inside the patient.

Event description:
It was reported that during a procedure stent damage occurred. When the physician removed the protective cover of the stent, resistance was met between the balloon catheter and the stent. The stent showed deformity in the medial and proximal mesh of the endoprosthesis. It was further reported that the device was not used inside the patient.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device evaluation revealed that the stent had moved 8mm proximally from the proximal edge of the distal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during the manufacturing process. The stent was damaged throughout. The stent struts were misaligned and stretched proximally. All outer diameter measurements were within specification. A shaft polymer extrusion kink was present 68mm from the catheter tip. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).